Event description:
It was reported the v60 did not power on battery. New battery replaced and unit powered on as expected. Unknown if in therapeutic use at time issue identified. Investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.